Event description:
During an exploration operation operation performed due to pain, limited motion, and tendon clicking, the size 30 device was removed and replaced with a large size 40 pyrocarbon total joint implant.